Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that, 1 month after the dental implant was installed in intraoral region #5, its non-osseointegration was observed. In addition, 35 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/ quantity (bone type iii).